Event description:
It was reported that a peritoneal dialysis patient passed away. The patient reportedly passed away due to natural causes. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was not reported if therapy was ongoing prior to death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the death was not matched to this device until after the device had been sent to service; a complete device analysis could not be completed to investigate the reported death. However, the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.